Event description:
A rep from the physician's office advised that several pts reported a burning sensation during the lidocaine injection. The rep had an injection herself and confirmed the burning sensation. The rep further reported never having that reaction to lidocaine in the past. This medical device is linked with medical device report #'s: 2023988-2006-00025; 2023988-2006-00026; 2023988-2006-00027 and 2023988-2006-00028.